Event description:
Procedure type: gastrectomy. According to the reporter: the orvil anvil disconnected from the delivery tube while it was being pulled through the esophagus. The surgeon could not remove the anvil and subsequently the operation was converted to a laparotomy to complete the procedure. Surgery time was extended four hours as a result.